Manufacturer narrative:
The device has not been explanted.

Event description:
It was reported that the patient received a blow to his head. He no longer had any hearing sensation. Testing confirmed that the device has malfunctioned.